Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one endo gia adapter standard opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. The eeprom was uploaded and indicated 34 autoclave cycles for the adapter. The adapter firing rod was severely deformed. Due to the noted damage, the adapter could not be functionally tested. Visual testing of the returned product confirmed the products did not meet quality release specifications that were tested regarding the reported conditions due to the broken adapter. The reported condition was confirmed. Replication of the damage seen on the adapter is attributed to mishandling of the product. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent if device is received.

Event description:
According to the reporter, when connecting the adapter to the handle for set up, the nurse noticed the crack in the grey plastic part of the adapter. The UDI number is not available. The event occurred during the procedure but the product was not used for patient. The status of the patient: no problem. Additional tissue resection is not required. There was no tissue damage. The incision site was not extended. Nothing fell into the patient's cavity. The product did not lock on tissue and was removed from the tissue without damaging it. No bleeding occurred. The procedure was completed with another device. The patient gender is not available. The patient age is not available. The patient weight is not available. The device was not reprocessed/re-sterilized prior to use. Additional information has been requested but not yet received. A supplemental report will be submitted upon receipt of new information.